Event description:
Summary: (B)(6) hospital reported a potential false negative ctx-m result on the biofire blood culture identification 2 (bcid2) panel after testing a patient blood culture sample. The customer stated it is unknown whether the patient was impacted due to the biofire bcid2 panel result. The investigation concluded that the most likely cause for the false negative ctx-m result on the biofire bcid2 panel was a reagent pouch anomaly.

Manufacturer narrative:
Investigation: the patient was a 66-year-old female who presented with signs and symptoms of cholangitis. On (B)(6) 2023, a positive blood culture sample was tested on the biofire bcid2 panel. The biofire bcid2 panel reported enterobacterales and escherichia coli as detected. It is unknown if the same sample was used for gram stain and culture. Gram-positive bacilli were observed on gram stain. Isolate that was recovered from culture was identified as e. Coli extended spectrum beta-lactamase (esbl). The customer reported that it is unknown whether the patient was impacted due to the biofire bcid2 panel result. No serious injury or death was reported. Quality control (qc) records for biofire bcid2 panel pouch lot# 2zvj23 (kit lot# 2128323) were reviewed. This pouch lot passed qc criteria and was found within specifications. The filmarray instrument (serial number# (B)(6) was working within designed specifications. Conclusion: the investigation concluded that the most likely cause for the false negative ctx-m result on the biofire bcid2 panel was a pouch anomaly. Biofire is continuously monitoring the manufacturing process and has controls in place to ensure the product is manufactured to the highest quality. Each biofire reagent lot is qualified prior to product release; this qualification includes a high statistical-confidence sampling to confirm that the kit components released for customer use are conforming. All qc metrics for the pouch lot and instrument were met, and they passed qc. Review of the associated instrument showed the instrument was performing within specification and was not expected to have contributed to the discrepancies observed by the customer. Overall, ctx-m on biofire bcid2 panel has a false negative rate of <0.001 in the field over the last year. These rates are within biofire system specifications. According to table 44. Biofire bcid2 panel clinical performance summary, ctx-m of the biofire bcid2 panel instructions for use (www.online-IFU.com/iti0048), the performance claim of the ctx-m assays compared to pcr/sequencing with any associated organism showed an overall positive percent agreement of (B)(4) and an overall negative percent agreement of (B)(4).